Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the proximal end of the crimped stent were damaged and lifted upwards from the stent profile. A snap gauge was used to measure the crimped stent outer diameter (od) at the undamaged distal portion. The recorded maximum crimped stent measurements are within specification. The product stent protector was not returned for analysis with the device. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile or the distal portion of the delivery shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). Following predilation using a non-bsc balloon catheter, a 24x3.50mm promus premier stent was selected to treat the lesion. However, when the physician attempted to insert the promus premier stent via a non-bsc guide wire, it was noted that the proximal edge of the stent was lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). Following predilation using a non-bsc balloon catheter, a 24x3.50mm promus premier stent was selected to treat the lesion. However, when the physician attempted to insert the promus premier stent via a non-bsc guide wire, it was noted that the proximal edge of the stent was lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.